Event description:
The feedback suggests that the customer has experienced leakage from the male luer during clinical use. The connection thread of the product (s) breaks/ tear off and can cause leakages.

Manufacturer narrative:
A visual inspection confirmed the customer's experience as multiple crazes were identified in the outer end of the male luer collar. Functional testing was performed by connecting the sample to various female luer components from retained bd stock; a secure connection was achieved with all the female luers tested. Pressure testing was performed in order to replicate the reported leakage; no leakage could be replicated throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A definitive root cause for the damaged male luer collar could not be determined, however please note that damage of this nature can be caused or contributed to by combination of different factors, including; over-torque of the component during connection with the female luer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product.

Event description:
The customer reported that the "palliative ward claims repeatedly that the connection thread of the products breaks off/tears and can cause leakages".